Event description:
Speaker failure which prevents voice prompts and warnings from being heard by the user. This is the tenth unit owned by this authority which has suffered from speaker failure in the last three years.